Event description:
It was reported that there was a third revision shoulder replacement surgery performed on a patient with recurrent dislocations. This was the fourth surgery on the same shoulder. All humeral components (stem, tray, poly) were removed and replaced: a 2b standard stem was replaced with a 3c standard stem, a high offset +6 tray was replaced with a high offset +12 tray, and a flex reversed insert b +9 was replaced with a flex reversed insert b +9 retentive. The glenoid implants were left intact.

Manufacturer narrative:
Correction: h6 device code. H6 health impact code. The reported event was confirmed. The device was not returned but evidences were provided, based on provided images and reported data, which match the alleged failure. A device inspection was not possible since the affected device was not returned for investigation. On the provided x-rays taken prior to last surgery, the shoulder dislocation is confirmed. The glenoid side is completely out of the humeral side. Since images and data were provided, the opinion of the medical expert was requested and stated, as follows: with the information at hand, we can see that the surgeon stepwise increased humeral off-set and distalization to improve the soft tissue tension to increase the stability of the shoulder arthroplasty. Interestingly the surgeon addressed the issue 3 times from the humeral side. The glenoid side is of interest as well although, unfortunately, the x-ray quality is not sufficient to assess the glenoid position precisely enough. Yet it looks placed a bit neutral or even facing a bit superiorly. That could be a factor in the lack of stability as well. The last image showed a dislocated but intact and well-fixed device. Recurrent dislocation due to lack of soft-tissue stability is for sure patient related, and additional x-rays/CT scan may confirm or exclude the impression that the glenoid is tilted a bit superiorly. With the available information I can conclude to a patient-related issue. Based on investigation, the root cause of this event is attributed to a patient-related issue (patient's lack of stability in the soft tissue). A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If more information is provided, the case will be reassessed.

Manufacturer narrative:
Analysis results are not available at the time of this report. A follow-up report will be sent when the analysis is complete.

Event description:
It was reported that there was a third revision shoulder replacement surgery performed on a patient with recurrent dislocations. This was the fourth surgery on the same shoulder. All humeral components (stem, tray, poly) were removed and replaced: a 2b standard stem was replaced with a 3c standard stem, a high offset +6 tray was replaced with a high offset +12 tray, and a flex reversed insert b +9 was replaced with a flex reversed insert b +9 retentive. The glenoid implants were left intact.